Event description:
Per independent repair center statement, the unit alarm will not function. The power switch on the control panel is defective and the fittings leaking.

Manufacturer narrative:
(B)(4)- initial report indicated the wrong issue description, initial reporter and serial number. Corrections have been made.

Event description:
Per independent repair center statement, the unit has low o2 / yellow light. The key failure is low o2, repair center performed an auto tune.